Event description:
During explantation of permanent pacemaker lead - the passive fixation head broke off with the lower 1/3 remaining in the heart. (Ventricle) the front 2/3 of the lead was completely removed from the heart.